Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) egc lead loose. There was no patient harm reported.

Manufacturer narrative:
Event site state and postal code - (B)(6). A getinge field service engineer (fse) evaluated the unit to be repaired, dismantled the unit and refitted a new pcb front end rohs. Also, fse performed visual inspection around unit for signs of liquid and everything looks as per normal, verified software comparability after refitting a new pcb board and everything looks fine and calibrated both vacuum and pressure regulators, tested the unit to as/nzs3551 and manufacture specifications, then the unit was returned back to service fully functional.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units ECG leads were loose. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit to be repaired, dismantled the unit and refitted a new pcb front end rohs. Also, fse performed visual inspection around unit for signs of liquid and everything looks as per normal, verified software comparability after refitting a new pcb board and everything looks fine and calibrated both vacuum and pressure regulators, tested the unit to manufacture specifications, then the unit was returned back to service fully functional.

Event description:
N/a.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2,h11. A getinge field service engineer (fse) evaluated the unit to be repaired, dismantled the unit and refitted a new pcb front end rohs. Also, fse performed visual inspection around unit for signs of liquid and everything looks as per normal, verified software comparability after refitting a new pcb board and everything looks fine and calibrated both vacuum and pressure regulators, tested the unit to manufacture specifications, then the unit was returned back to service fully functional."the following was performed by sapan rana, technician of the maquet failure analysis and testing (fat) departmen. The failure analysis and testing department received the following part associated with this complaint:spv front end board this part was received with a reported unit failure message of defected part.performed visual inspection of this part received and part looks to be in good condition. Installed front end board into the cardiosave test fixture sn (B)(6) and tested to the factory specifications & cardiosave service manual.the failure analysis and testing department observed power up test fails code #12 error on screen with beep sound. The failure analysis and testing department verified the failure message of defected part. Front end board failed testing.sending front end board to the supplier for further investigation per procedure. The following was submitted by technician of the maquet failure analysis and testing dept. (Fat).failure analysis received from the supplier for the part.they stated:fct fail with testware error. Checked with vom and found rn45 is damaged. Replace rn45.probable root cause for this part is impossible to define. Retaining the part in the failure analysis and testing department per procedurethe non-conformances with the returned components were identified. However, the root cause or the most probable root cause is a "impossible to define".